Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing), ceftazidime injection (1gm, intraperitoneal, ongoing) and amikacin injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient's pd catheter was removed 26 days after the event onset and the patient was transferred to hemodialysis (twice a week). On an unknown date, pd therapy and antibiotic treatment was discontinued. The patient was discharged from the hospital 28 days after hospital admission. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.